Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During testing of the keypad it was found that the number 1 and ok key were not working. The cause was identified to be a failing keypad which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a spectrum iq pump, the device's keypad was found nonfunctional, the softkey #2, keypad "1" and "ok" key were not working properly. No additional information is available.